Manufacturer narrative:
Based on the information provided, no conclusions can be made. Per medical records review, about 3 years post implant of ventralex st, patient was diagnosed with adhesion, hernia recurrence, abdominal pain, scar tissue and underwent repair with mesh removal. The instructions-for-use supplied with the device lists adhesion and hernia recurrence as possible complications. Review of manufacturing records confirms product was manufactured to specification. This emdr represents the ventralex st (device #1). An additional supplemental emdr was submitted to represent the ventralex st (device #2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : not returned.

Event description:
Per information provided by patient's attorney: (B)(6) 2013 - patient was diagnosed with chronically incarcerated umbilical hernia thereby underwent open repair with implant of ventralex st (device #1). Per operative notes, ¿the herniated preperitoneal fat was dissected free from surrounding attachments and the umbilical stalk was detached from the fascia. A ventralex st (device #1) piece of mesh was then placed into the preperitoneal space and sutured.¿ (B)(6) 2016 - patient was diagnosed with incisional hernia, cholecystitis, cholelithiasis and pain thereby underwent laparoscopic repair with implant of ventralex st (device#2). Per operative notes, ¿the gallbladder was removed through the umbilical incision. To repair hernia, a ventralex st mesh (device #2) was placed in the abdomen and fixed to the anterior abdominal wall with tacker.¿ (note, there was no mention/visualization of device #1 during this repair) (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia, intractable abdominal pain, abdominal wall mass thereby underwent open repair with removal of both the meshes. Per operative notes, ¿the previous scar was excised at the umbilicus, mesh was identified. Then the mesh (device #1 & device #2) were excised and divided the adhesions.¿ attorney alleged that the patient had adhesions, pain, hernia recurrence, infection, nausea, vomiting, abdominal wall mass, burning sensation and emotional injuries.